Event description:
Additional information was received from the patient (pt). They reported that they advised the patient to call patient services. The patient mentioned that they can get a good connection at times, but the connection only lasts for about a minute before the recharger loses connection altogether and starts beeping/searching again. The recharger belt worked for the patient in the beginning, but they don't use it anymore. The patient has tried moving their body in different positions, (standing, sitting, lying down, leaning forward), but they still struggle to maintain good coupling. The patient stated that leaning forward seems to work the best for them, but they cannot remain in that position for over an hour and their hand will fall asleep. The patient mentioned that the ins battery was dead at the time of the call. During the call the recharger app indicated that the ins was 10% charged and therapy was turned off. The patient was able to maintain a good connection while standing and leaning forward, and the connection was maintained for a few more minutes while seated and leaning forward. However, the recharger would lose the connection after a minute or two and the patient had to keep repositioning the recharger or change the position of their body to get the connection back. The patient mentioned that their husband has tried positioning the recharger over the ins for them, but they got the same result. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have difficulty finding optimal recharger position in order to connect to ins, and it will frequently start searching/beeping again. Patient confirmed they can palpate the ins and feel it easily. Last time they charged they were able to toggle between good and excellent charge quality by bending forward at the waist and holding the recharger over the ins, however it took about an hour and 30 minutes to go from 30% to 100% and their hand went numb from holding it so long. Reviewed general expectations that charge quality can be effected by implant depth and position. Patient stated they have had been going to physical therapy for unrelated sciatic issues and wondered if this could have moved the ins. Reviewed possible risks and recommendations to not rub or manipulate the device . Patient was driving at the time of the call so no troubleshooting was possible. Patient will call back next week.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.